Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6)2024. During the procedure, the bands would not deploy off from the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle had marks of the trip wire indicating that it was secured. Additionally, the suture returned had seven knots. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned for analysis. Upon analysis of the returned component, the handle had marks of the trip wire, indicating that it was secured. The returned suture had seven knots. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy off from the ligator cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.